Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with antiseptic solution, not irrigating the incision site with an antibiotic solution before closure, improperly closing the surgical site, multiple tunneling attempts, using inappropriate tools, and not prescribing antibiotics pre-operatively have been ruled out as potential causes. However, the patient picked their incision site which caused an infection. Additionally, the patient is elderly and their skin is very thin and fragile and does not heal well. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The stimulator is used to treat pain. The cause of the reported issue is attributed to two identified root causes: patient non-compliance (touching or picking at wound) as the patient picked at their incision site (user error-patient). Patient is a poor candidate due to health, weight, age, mental capacity as the patient is elderly and their skin is very thin and fragile and does not heal well (user error- clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported an infection at the incision site. However, the exact date of the infection is unknown. Antibiotics were prescribed to treat the infection. No further information is available at this time.